Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the white lines in the image were caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the white lines were due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there were white lines in the image when using the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.